Manufacturer narrative:
Date rec'd by MFR: 02apr2019. Date of report: 18jun2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. The unit was thoroughly checked, tested, cleaned. No abnormalities were found. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04april2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit "auto triggered" (trigger options define how the analyzer detects the start of inspiratory and expiratory breath cycles). The device was in use at the time of the event; however, there was no patient harm. Event date not specified; estimate used.